Manufacturer narrative:
The unit passed the self test, off no power test, a21 error test, displacement test, rewind test, prime/compromised force sensor system test and excessive no delivery test. The operating currents were in specification. The unit was received with a half broken off reservoir tube lip; the unit was tested with a test p-cap and the p-cap does not lock in place properly. The device was unable to perform the displacement test, basic occlusion test and occlusion test due to the reservoir tube lip damage. The following physical damage was noted as well: missing reservoir tube o-ring, minor scratches on the lcd window, scratches on reservoir tube window, cracked battery tube threads and a loose/shifted end cap sticker.

Event description:
The customer reported via phone call that her insulin pump was broken at the reservoir lip. She stated that her blood glucose has been high leading up to the discover of the broken reservoir tube lip. The patient's blood glucose at the time of incident was 160; her blood glucose is currently 140 mg/dl. Troubleshooting was initiated for the physical damage. The customer was unable to identify how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.